Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0133393. Medical device expiration date: 2021-05-31. Device manufacture date: 2020-05-12. Medical device lot #: 0133394. Medical device expiration date: 2021-05-31. Device manufacture date: 2020-05-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes erroneous elevated potassium levels occurred. The following information was provided by the initial reporter: it was reported that there was elevated potassium levels.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes erroneous elevated potassium levels occurred. The following information was provided by the initial reporter: it was reported that there was elevated potassium levels.